Manufacturer narrative:
(B)(4). E1 initial reporter state: (B)(6).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the abdomen on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.